Event description:
The facility reported a pump with a depleted battery. It is unkown when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.